Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and replaced 2-pole cable and tube lifter in the problem area of the pipetter assembly. The fse also checked pca and x-arm alignment, and cleaned tip clamps and plunger clamps. The instrument was inspected, tested without further problem, and returned to service.